Event description:
At approximately 0430 the pump was started per usual usage for a feeding, the distal line was occluded. The distal occlusion alarm failed resulting in a spillage of formula, this is not a first-time occurrence, the occurrence rate for this is all the time if the distal end is occluded by clamping and when tested in a test environment occurs at least 75% of the time. This has been seen with multiple pumps from this model / make. No labs or tests can be collected aside from measuring flow from the pump to a graduated cylinder and examining the wild inaccuracy in the pump¿s delivery 25%+ or - deviation from set infusion (vtbi measurements worthless) and distal occlusion alarm reliability (alarms less than 3 out of 10 occlusion events). Mental health incident. FDA safety report ID # (B)(4).